Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) and reported that the patient's blood glucose (bg) levels had been around "42 to 389 mg/dl" since the previous week. At home, the patient was being treated with carbohydrates for the lows and insulin boluses for the highs. At the time of contact with animas, the patient had reportedly gone back to an old minimed pump that she had programmed by herself from the animas pump's settings. The patient had been using the old pump for the previous 2 days and the reporter was contacting animas to have the animas pump reviewed. Through troubleshooting, the pump"s history did not show any alarms. The pump"s bolus and basal totals were correct. In addition, the prime history and tdd were observed as being correct. No suspends were noted. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had erratic bg's that required treatment. At this time, it is unclear who provided the treatment although the treatment was provided at home.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. There was no data in black box or download histories from time of erratic bgs due to continued use. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.